Event description:
It was reported "the dilator hub snaps off with minimal force, leaving the dilator stuck in the sheath." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer report of a separated dilator hub was confirmed by complaint investigation of the returned samples. The customer returned one dilator, sheath, and product lidstock for analysis. Visual analysis revealed that the dilator hub was completely separated from the dilator body. The separation points were rough and discolored. The condition of the separation points appears consistent to that of a stress related break. No other defects or anomalies were observed. The dilator total length measured 17 1/8" via calibrated ruler, which is within the specification limits of 16 7/8" - 17 3/8" per product drawing. The dilator outer diameter (od) measured 0.13515" via calibrated micrometer, which is within the specification limits of 0.135-0.138" per dilator extrusion. The instructions-for-use (IFU) provided with this kit instructs the user, "ensure dilator hub fully snaps into sheath cap". The dilator body was able to advance and retract from the returned sheath with minimal resistance. The separated cap was also able to snap into the hub of the sheath. Additionally, the IFU provided with this kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." A device history record review was performed, and no relevant findings were identified. CAPA has been previously initiated under teleflex's quality system for this issue and the CAPA investigation indicated the root cause was design related. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the dilator hub snaps off with minimal force, leaving the dilator stuck in the sheath." No patient harm was reported. The patient's condition is reported as fine.